Event description:
Pic ix monitoring system recently installed at (B)(6) hospital (september 2016) pt data history loss upon pt transfers between nursing units. Pt history alarm and time stamps resetting 10 years forward. This has been an ongoing intermittent problem since (B)(6) 2016. Continuous reports to MFR of anomalies have been made. Tech support has responded on site in a timely manner and have evaluated and downloaded error logs. These have been escalated to their national service center for eval and answers to these problems are still not forthcoming. Reports by MFR say that they are evaluating at the highest technical levels. In the meantime, these anomalies continue to occur and critical pt data for diagnosis and treatment is being lost. Two recent typical examples of lost data and time stamp change, (B)(6) 2017, reported by clinical staff. Not sure what happened here, but the pt from 628 was moved to 623 for negative air pressure. The move occurred around 1445, with the pt being placed on the new box at 1448. I didn't notice this issue until well after this had happened. While preparing for shift change, I review alarms for the pts to give report on for the oncoming tele-tech. As I clicked to review this pt's alarms, there were none listed. It almost appears like I had started monitoring a fresh pt. Any other previous data is gone. The process I used was from the manage pt screen for 628. I clicked transfer and selected 623. Instantly the info was transferred over, but apparently not the previous alarms/trends/etc. Another pt, this time in ed1, mrn 9500348496 jumped to the future upon transfer from the ed. This one came about as I was typing in the info when the pt came to the floor. I believe when the mrn is put in, it draws info based on that. As per the previous pt I wrote you all about, I readmitted using pt's csn to allow for collecting of data.